Manufacturer narrative:
This report is being amended to relay corrected information. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2018-01295.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Medical devices: item number: unknown, item name: unknown cup, lot #: unknown, item number: unknown, item name: unknown head, lot #: unknown, item number: unknown, item name: unknown stem, lot #: unknown, item number: unknown, item name: unknown screw, lot #: unknown, item number: unknown, item name: unknown screw, lot #: unknown, item number: unknown, item name: unknown screw, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00735, 0001825034-2018-00734, 0001825034-2018-00737.

Event description:
It was reported that patient underwent right hip revision due to recurrent dislocation, osteolysis and liner wear. During the procedure a large amount of osteolysis through the trochanter, erosion through the acetabulum, 25% are a of osteolysis in the center part of the acetabulum, dislocation of metal implant and a "huge amount" of metallic debris were noted. It was also noted that the socket had been worn at the superior aspect to the plastic to the metal and where the hip was dislocated. The cup, liner, head, and stem were removed and replaced.